Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem technical support educated customer that insulin should be at room temperature before filling a cartridge. Customer changed pump supplies and resumed insulin delivery. Additionally, it was reported that the pump touch screen was delayed in responding to presses. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.